Event description:
It was reported that during an implantation procedure on (B)(6) 2017, when the physician attempted to implant the atrial lead, the physician noted that the patient had a complex anatomy. A sheath was used but it was introduced into the subclavian artery and punctured the aorta. The patient was stable throughout the procedure. The lead and sheath were removed and the procedure was concluded. A new system was successfully implanted on (B)(6) 2017. Patient condition after the procedure was good.